Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "that there is a tear in the package". A photograph depicting the reported complaint issue was provided by the complainant.

Manufacturer narrative:
A batch record review has been completed and no discrepancies were found. Machine logs have been checked with no discrepancies found. Preventive maintenance (pm) logs have been checked and all pm's were completed. Aquacel ag drs 20x30cm was manufactured under manufacturing lot number 8l04510. Lot # 8l04510 was sterilized and released on review of results of sterilization. All the results were within specification and products were released in compliance with standard operating procedures. The production process, in process testing and packaging of products was run in accordance with process instructions for machine doyen 3. A visual inspection was performed in accordance with testing methods and completed at the beginning of the order and every hour following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8l04510. This is the only complaint for the affected lot registered within trackwise 8.7. A photograph has been received for this complaint and has been evaluated in accordance with work instructions. The photograph is not clear to confirm the complaint issue. An email was received to say there is a tear in the package. The position of the tear has been reviewed from the photograph and there is nowhere on the packaging machine for this tear to occur in this position. The operators have been made aware of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient or event details has been received.